Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to communicate with the device. The device was explanted and replaced. The patient was in a good condition.